Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) the customer received false positive results. This event occurred 4 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "lytic anaerobic bottle flagged positive in 23 mins of loading but no bacilli were seen on the smear."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) the customer received false positive results. This event occurred 4 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "lytic anaerobic bottle flagged positive in 23 mins of loading but no bacilli were seen on the smear."

Manufacturer narrative:
H6: investigation summary: customer reported a false positive defect. One photo of a bactec bottle was received. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review. H3 other text : see h10.